Manufacturer narrative:
It was reported on (B)(6) 2015 that the patient's controller screen was not displaying all information. Upon review of the screen, it appears that some of the pixels are missing or lightened on the second line of the screen- making it difficult to read all of the information. The controller was exchanged a returned to the manufacturer for evaluation. No patient consequence to the patient was reported. Upon evaluation, the controller passed visual and functional tests. The most probable root cause of the reported event cannot be conclusively determined since the device operated per specifications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) instructs the patient to replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported on (B)(6) 2015 that the patient's controller screen was not displaying all information. Upon review of the screen, it appears that some of the pixels are missing or lightened on the second line of the screen- making it difficult to read all of the information. The controller was exchanged a returned to the manufacturer for evaluation. No patient consequence to the patient was reported.